Event description:
The distributor reported a breach in the tyvek packaging. This was identified during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The returned device was visually examined and the complaint was confirmed. The package seal appears to have been over heated during the sealing. The root cause is attributed to the manufacturing process.